Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided pictures. Visual evaluation of the customer-provided pictures noted the white suture of an ar-1588rt-2j batch number: 15372306 was damaged and the ends appeared to have been cut. Refer to attachments. Based on the information provided, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture pulling/tightening/tensioning.

Event description:
It was reported that during an anterior cruciate ligament surgery a tightrope screw was supposed to be inserted. While pulling the tendon, the white sutures of the tightrope tore and the surgery became complicated for the surgeon. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.